Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-09018 and 09019. The pt received the scs system on (B)(6) 2010. It was reported that the pt had a fall on the scs ipg which left the pt without stimulation. During revision, when the lead was removed from the pt's ipg, some of the terminal contacts of the lead remained in the ipg which resulted in the ipg being replaced with a new ipg. No further info is available at this time.

Manufacturer narrative:
Eval: results - the device history and sterilization records reviewed were found to meet specifications and the ipg had lead tips lodged in the header. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.